Event description:
The customer reported when utilizing the back rear gantry control panels for horizontal positioning of a patient when selecting the "in" button the table would move in the"out" direction. A philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator. The fse determined the cause was from failed rear gantry control panels and temporarily disconnected them until the new panels arrived for replacement. The fse stated that the customer was able to position the patients using the front gantry panels, multifunction footswitch and the control box.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that when attempting to move the patient support of their ingenuity CT scanner out of the gantry utilizing the "out" pedal of the mffs (multi- function foot switch) the patient support would move in towards the gantry. The customer confirmed that the malfunction did not result in harm to a patient, operator, or bystander. On 16-dec-2014, the field service engineer (fse) arrived at the customer site and evaluated the system. The fse performed functional testing of the mffs and confirmed the customer's allegation of the patient support moving in towards the gantry when commanded to move out by the "out" pedal of the mffs. On 18-dec-2014, the fse determined that the left hand (lh) front gantry control panel and the right hand (rh) front gantry control panel had failed. The fse determined through visual inspection that the switch edges had defects of the rubber edge seals and that switch assembly showed signs of liquid ingress of intra-venous (i.v.) Contrast media. This resulted in the lamp buttons of both front gantry control panels continuously flashing. The fse also noted that control panel error messages were seen in the system error logs further validating that the front gantry control panels had failed. The fse confirmed that although the front gantry control panels had failed, they did not contribute to the incorrect motion of the patient support. On 22-dec-2014, the fse replaced the front lh and rh front gantry control panels. The failed front gantry control panels were scrapped and were not available for further analysis. On 24-dec-2014, the fse evaluated the mffs and determined that it should be replaced. On 24-dec-2014, the fse replaced the mffs. The failed mffs was scrapped and was not available for further analysis. The fse sent the system error logs for evaluation by CT engineering. The fse repair actions were documented in an sap service work order. CT engineering evaluated the error log files provided for the occurrence of un-commanded motion on (B)(6) 2014 and found that the error logs were for (B)(6) 2014 and did not cover the date/time of occurrence. A previous complaint was entered to address this issue. In regards to the cause of the event, CT engineering provided the following: the root cause may not be directly observable with the data provided, but it can be determined with high probability. The mffs (multi-function foot switch) is connected electrically to the rear control panels on this type of scanner. Signals from both the front and rear set of panels are linked together to indicate that a motion is being requested. Each button on the panels has two signals associated with it: the "function" and an "enable". If the "horizontal in" button is stuck on a rear panel, but the "enable" signal of it is not stuck, then all it needs is the enable to allow that motion. The mffs connects to the rear panel to the horizontal in and out signals and the enable signal for the horizontal motion. When the mffs is pressed to do the "horizontal out" motion, the horizontal enable signal is asserted and the stuck "horizontal in" signal from the rear panel can cause the couch to move inward instead of outward. On 24-dec-2014, the fse reported that after performing the replacement of the mffs, the patient support would move out from the gantry when the gantry control panel "in" button was activated. This complaint was opened to investigate this occurrence. The fse stated that there was no patient involvement as the system was in the process of being repaired. The fse confirmed that the malfunction did not result in harm to a patient, operator, or bystander. The fse evaluated the system and determined that both rear gantry control panels had shorted out. This resulted in the patient support moving in opposite directions of what was commanded while utilizing any of the gantry control panels or the mffs. As the rear gantry control panels were not used by the site, the fse disconnected them so that they could not be used until the system was repaired. After verifying that the system's front gantry control panels and mffs were functioning properly, the fse released the system back to the customer for clinical use. On 23-jan-2015, the fse returned to the customer site and replaced the right hand (rh) rear gantry control panel as well as the left hand (lh) gantry control panel to resolve the issue. The failed control panels were scrapped and were not provided for further evaluation. The fse gathered a bug report for analysis by CT engineering. The fse repair actions were documented in an sap swo. CT engineering evaluated the bug report and determined: the logger.mdb logs show that there was a stuck move marker "out" button on a left panel. This agrees with the fse's findings and would cause the motion experienced. Replacement of the failed panel would resolve the issue. I do not see any indications of a stuck right panel. CT engineering confirmed that the issue on (B)(6) 2014 that was investigated in a previous complaint which was a similar occurrence. This reported event was determined by CT engineering to have an acceptable risk with the following mitigations: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controller's software verifies that commanded motions are executed or a fault condition is assumed. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. The fse replaced that lh rear gantry control panel to resolve the issue. As the failed parts were not available for further analysis, CT engineering was unable to determine the root cause of this malfunction. The probable cause has been determined to be a failed lh rear gantry control panel, based on the review of the error logs and the correction performed at the site.